Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. It was reported that the sensor reading was not available after warm up. The customer's blood glucose level was reported to be 145mg/dl. Troubleshoot was reported to be conducted. It was reported that the needle and electrode were missing. It was reported that the sensor would be replaced.